Manufacturer narrative:
The report of suspected thrombus could not be confirmed as the pump was not available for evaluation. A correlation between the device and the reported pump pocket infection and bacteremia could not be conclusively determined. Device thrombosis, hemolysis and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced gastrointestinal bleeding events were reported under medwatch MFR report #2916596-2014-01231 and 2916596-2015-00143. The referenced driveline infection was reported under medwatch# 2916596-2015-02008. The subsequent pump pocket infection and bacteremia were not previously reported to the manufacturer. Approximate age of device - 2 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient presented to the emergency room with a one week history of shortness of breath, hematuria, and a lactate dehydrogenase (ldh) level of 1990 u/l with a baseline of 340 u/l. Historically, the patient had been off anticoagulation for about a year due to gastrointestinal bleeding. The patient then developed a driveline infection, followed by a pump pocket infection, and then bacteremia. This reportedly led to the patient having an increased risk of clotting. The patient was advised regarding suspected pump thrombosis. The patient refused a pump exchange and was started on heparin, aspirin and plavix which did not reverse the clotting. The family honored the patient's wishes for no more surgery. The patient expired on (B)(6) 2016. The device will not be returning for investigation.